Manufacturer narrative:
Unable to confirm capsule contracture. Not explanted.

Event description:
Alleged capsule contracture.

Manufacturer narrative:
Capsule contracture baker grade 3 was reported as the reason for explantation.

Event description:
Capsule contracture.